Event description:
It was reported that the user¿s ilet replacement pump could not complete initial setup because the dexcom g7 continuous glucose monitor (cgm) sensor failed to pair; the receiver was powered down and the user did not use the dexcom mobile app, and the agent guided code re-entry and advised waiting for reconnection. No adverse clinical symptoms reported. Outcomes included no change in health status and no need for medical care. User support included technical troubleshooting and user education on setup, pairing procedures, and best practices. Investigation of this case revealed a sensor pairing failure that impeded cgm communication to the ilet; the responsible device could not be identified and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an unconfirmed communication issue without evidence of device malfunction.

Manufacturer narrative:
Initial.